Event description:
It was reported that a syringe component broke and that a physician was injured.

Manufacturer narrative:
It was reported that a syringe component broke and that a physician was injured. Reportedly, it was the "wing" of the syringe the broke while injecting. The syringe was connected to a manifold at the time of the incident. The physician was reportedly "cut" during the incident, however, no serious injury or medical intervention was indicated. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and one "wing" was noted to be completed broken off. The edge where the breakage occurred appeared clean, indicating that it likely snapped off at once. No other damage or defects with the rest of the syringe was observed. A definitive root cause was unable to be determined, however, potential root causes include an issue with the component manufacturing process or rough handling during transit or storage. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.